Event description:
It was reported that a patient presented with discomfort from extra cardiac stimulation noted on the patient's right ventricular lead. Further examination revealed high capture thresholds, low pacing impedance, and an unspecified sensing issue. Lead insulation break was suspected as the cause. Programming changes were performed, and surgical intervention was recommended. The patient was stable throughout.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2024. No further adverse patient consequences were reported.